Manufacturer narrative:
(B)(4). Sample was not available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The complaint was not confirmed as no samples or batch details were available. No root cause relating to the manufacturing process has been determined. The complaint trend is stable for this type of complaint.

Event description:
The patient reported that the mini-cap detached from the transfer set. No injury was reported and no extra therapy was required on the patient.